Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display as well as unspecified insulin pump error. The customer¿s blood glucose level was unknown. Customer also reported that they received screen was not completely blank and alarm occurred during the time that the buttons were not responding. Customer stated that the alarm was not cleared. Customer was not calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display reoccurred. Customer stated that the insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to try insulin pump with remote. Customer stated that the insulin pump screen did not turn off. Customer troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test in that the vibrator did not vibrate when it was supposed to. Furthermore it took multiple presses on some keypad buttons in order for the unit to respond. After further review of the device's interior, electrical board was corroded and had mold around the battery connectors and the keypad and force sensor flex cables. The battery cap also was corroded as well as the battery compartment.